Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection was performed and all components were correctly placed and according to specifications. The condition of kinked tubing was observed without the walls touching; however, this minor kink does not affect functionality. Pressure and clear passage testing were performed and no leaks or blockages were noted. A pull test was performed with no issues noted. The sample was functionally tested using an in-lab spectrum pump with no issues noted. The reported kink was identified; however, the kink did not impact functionality. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of an unspecified quantity of solution sets, upstream occlusion alarms were observed; kinks were identified in the tubing sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.